Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We had some contamination of syringes we found customer response: on (B)(6) 2025. Can you please provide an exact date of event in this format mm-dd-yyyy? 11/13/2025. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm, injury, ns flush that looked orange and with particles in it. The syringe is completely sealed in its packaging.

Manufacturer narrative:
(B)(4) follow up for device evaluation to support the investigation, one sample without its flow-wrap packaging was provided for evaluation by the quality team. A visual inspection was conducted, during which the solution was noted to be discolored, and foreign matter was observed at the bottom of the syringe barrel near the upper portion of the tip cap. No additional defects or imperfections were identified. The sample was subsequently sent to an external laboratory for analysis. The closest material match for the foreign matter was talc; however, the correlation percentage was low, and the result was deemed inconclusive. A device history record review was completed for material number 306546, lot 5175928. The review did not identify any quality issues during the manufacture of this lot that could explain the reported condition. No related quality notifications were found, and all processes and final inspections were performed in accordance with specification requirements. To date, there have been no other similar reports associated with this lot. Based on the investigation and the analysis of the returned sample, the customer¿s reported condition is confirmed.